Event description:
It was reported that the patient had a posterior spinal fusion instrumentation with pedicle screws at l1, l2, and l4 for an infection in the body of l3. The set screws at l3 came off bilaterally. The hardware was removed and patient was re-instrumented with a competitor¿s product. Fusion did not occur. No further complications were reported.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.